Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements high out of range on the left ventricular (lv) lead. It was also observed possible intermittent loss of capture (loc). Technical services (ts) reviewed and recommended a lead evaluation. This device remains in service. No adverse patient effects were reported.